Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The initial report occurred on 11/23/2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. The software investigation found that a probable cause was unable to be determined without further information since the ongoing investigation proved to be inconclusive based on the information provided. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that the system showed a verification error on the surgeon monitor. There was no patient present when this issue was identified.